Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 533mg/dl. The customer believes the insulin pump was not delivering the insulin as it is suppose to. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Further testing was declined and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with intermittent button response due to moisture damage on the keypad traces and scratched display window.